Event description:
The customer reported to vyaire medical that the vela ventilator had a vent inop (inoperable) alarm during maintenance work. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ vyaire medical was unable to confirm the issue, as the suspect device will not be returned for further evaluation. Therefore, root cause was not determined. However, the customer is requesting a turbine characteristic file and stated that they would program it themselves. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.